Event description:
Patient reported a left side" capsular contracture baker grade unknown, and a possible left side rupture "noticed a bump, patient have fibrocystic breast tissue so patient assumed it was a cyst, bump got bigger from acorn size to golf ball size". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a left capsular contracture baker grade IV. Healthcare professional also reported left side implant was found to be not ruptured during explant surgery. Therefore, the event of rupture is no longer reportable to FDA and will be un-reported. Device explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Lump/nodule: unable to observe since it is a medical event and is not related to the device. Cyst-ndr: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure deformation, crease and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a4, d9, h3, h6.

Event description:
Patient reported a left side" capsular contracture baker grade unknown, and a possible left side rupture "noticed a bump, patient have fibrocystic breast tissue so patient assumed it was a cyst, bump got bigger from acorn size to golf ball size". Healthcare professional reported a left capsular contracture baker grade IV. Healthcare professional also reported left side implant was found to be not ruptured during explant surgery. Device explanted.